Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bvxx implanted: (B)(6) 2021 product type lead. Product ID wr9220 serial# (B)(6) product type recharger. H3: analysis of the wireless recharger (B)(6) revealed that the led's scroll continuously. The device was unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bvxx implanted: (B)(6) 2021: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have never had relief from the device since implant. They felt it got better for a while, but then it got a lot worse. The caller indicates that they can't go an hour without having to go to the bathroom and they have had accidents. The patient is in the process of transitioning to a new hcp, and they did some imaging of the lead and it shows that it is not in the right place and they are scheduled for a revision surgery on nov 17. The caller reported that 2 days ago the recharger will not power on at all. They had it plugged in and on the charger, but the power button is unresponsive. The caller had the recharger, but no other components to troubleshoot and was behind the wheel driving at the time of the call. Advised the caller to call back for troubleshooting when able and when they have all the equipment. Patient called back, said has the recharger now. When asked, patient said that there are no lights on the recharger. Patient placed recharger into the dock and said that sees scrolling lights. When asked, patient said that in between recharge sessions, does keep the recharger in the dock however doesn't plug in the dock until going to recharge implant. Reviewed troubleshooting steps: press and hold power button on the recharger for 5 seconds while in the dock. Patient said the lights disappeared however when tried to turn on didn't see any lights and when placed back in the dock, the scrolling lights started again. Reviewed reset of the recharger which patient performed twice however this didn't resolve the issue. Replacement request was sent to repair to replace the recharger. Emailed replacement recharger s et up instructions. Reviewed recommendation to keep the recharger in the plugged in dock in between recharge sessions.